Event description:
The customer reported intermittent connection. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection found no external damage or defects. The unit powered on and off using battery power and when docked to a known good root device. Error code 52 confirmed in device logs. Battery board software issue causes the device to not respond when placed on either the charger or an instrument module until the device is reset. The device was left in a burn-in oven for 4 hours at 35c and no errors were found. Internal inspection found foreign contaminant under battery board. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported intermittent connection. No patient impact or consequences were reported.